Event description:
The patient was enrolled in the definitive le study when the adverse event took place with the nanocross balloon. A dissection was noted in the right sfa after angioplasty with the nanocross. A stent was deployed to resolve the dissection and the stent covered both lesions.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the model and lot number for this device was unavailable. The difference in time frame reporting versus the event date is due to the clinical event committee (cec) and core lab review of the definitive le study events. Device discarded at hospital.